Event description:
It was reported that there was a failed tka after 11 years. Rep. Indicated on (B)(6) that per surgeon the tibia baseplate and femur were loose and failed, poly wear.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision due to poly wear involving a duracon tibial insert was reported. The event was confirmed. Device evaluation: visual inspection was performed as part of the material analysis report (mar). Asymmetrical burnishing, third body indentations and scratching were observed on the articulating surfaces and the central eminence of the returned insert. Burnishing, scratching and third body indentations are consistent with commonly identified damage modes in uhmwpe inserts. The distal surface of the tibial insert shows damage including minor impressions from the tibial tray occurring during in-vivo service and explantation related damage. In addition, the anterior face locking tab is slightly deformed which is consistent with explantation damage. A material analysis has been performed. The report concluded: there was evidence of bony material present on the porous coating of the returned femoral component. In-vivo service related damages to the articulating surface of the insert included burnishing, scratching and third body indentations. These are commonly identified damage modes on uhmwpe inserts. The asymmetry of the damage suggested that the knee may have been misaligned or unstable. Explantation related damages were observed on the anterior portions of the device. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. Medical records received and evaluation: there are no dated serial x-rays indicating the initial position of the component after the primary total knee arthroplasty eleven years ago and no clinical history documenting the duration or nature of the symptoms for which the revision was performed. There is no evidence of faulty manufacturing or material factors being responsible for this late revision surgery. Conclusions: although the event was confirmed, the exact root cause of the event could not be determined because insufficient information was provided. Further information such as dated serial x-rays indicating the initial position of the components and clinical history documenting the duration or nature of the symptoms for which the revision was performed are needed to complete the investigation for determining a root cause. It is noted that the devices were implanted for 11 years in a very active patient and that the mar indicated that the reported damage is consistent with commonly identified damage modes in uhmwpe inserts during clinical use.

Event description:
It was reported that there was a failed tka after 11 years. Rep. Indicated on 12/16 that per surgeon the tibia baseplate and femur were loose and failed, poly wear.